Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump had scratches to the liquid crystal display screen. The customer did not know the blood glucose reading. The customer stated that the display was difficult to see, the battery cap was loose, the device made grinding noises during the rewind process, the prime procedure required multiple rewind attempts, the insulin pump alarmed motor error, the device had an absence of low battery warnings, and the keypad was difficult to garner a response by pressing. She was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.